Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer keeps failing and ejecting cubies. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) performed from the date of manufacture, 01-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer 5.2 was failed frequently. The field service engineer (fse) had responded to a customer report regarding issues with pocket ejection in drawer 5.2. Upon inspection, the fse found missing pockets and determined that the trays and controller board needed to be reseated. After resetting all connections, the drawer was inspected for trash and debris, but none were found. The fse reseated all components and tested the drawer using the hardware test application, with all tests passing successfully. The customer then logged into the user application and was able to inventory drawer 5.2 without any malfunctions. Functionality was verified with no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer keeps failing and ejecting cubies. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.